Event description:
A customer contacted beckman coulter inc. (Bec) stating that the synchron cx9 alx clinical system generated false high co2 results. The results were not reported outside of the laboratory. When the anion gaps flagged the samples, they were repeated and the lower results were reported. There was no affect to patient with regard to this event.

Manufacturer narrative:
The customer was getting co2 calibration errors and co2 qc level 3 was out of specifications low. A field service engineer (fse) went on-site and inspected the system and did e-cam maintenance replaced the co2 measuring electrode and then verified performance.